Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an adverse skin reaction while wearing an adc freestyle libre sensor, with symptoms described as "skin rushes". Customer had contact with a healthcare professional and was prescribed clobetasol propionate topical steroid for treatment which the he never used. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported experiencing an adverse skin reaction while wearing an adc freestyle libre sensor, with symptoms described as "skin rushes". Customer had contact with a healthcare professional and was prescribed clobetasol propionate topical steroid for treatment which the he never used. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 0m00094w8h8, with adhesive, has been returned and investigated. Visual inspection has been performed and no issues were observed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed and no abnormalities were found, this shows all processes were effective, therefore, it is not confirmed.